Manufacturer narrative:
H10: the device was not returned for evaluation. Without a returned device a probable cause is unable to be determined.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a single line transpac® IV monitoring kit w/03 ml squeeze flush device, needleless valve and 10 cc contamination sheath syringe that the customer reported the tubing pulled out of the sampling valve during set up. The nurse was made aware during the priming process. There was no patient involvement, no adverse event, no patient harm, and no report of delay in therapy.